Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was leaking from her reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the reservoir leak. The customer was unable to verify the location of the leak. She mentioned that insulin had leaked into the reservoir compartment. No cracks or splits were detected in the barrel, and there were no missing components to the set. The customer had thrown the reservoir away so the reservoir will not be returned for analysis.